Event description:
It was reported that during a pph procedure, surgeon did everything right from dilating the anus to sewing the purse string. When he inserted the instrument into patient, he ensured that everything was in order before proceeding to fire it. As he initiated the firing sequence, mid-way he could tell that something was amiss. In a dilemma on whether to pull the instrument or to continue with the firing, he went with his instincts and continued firing. After he was done, as he pulled the instrument out, he realized that the knife had cut through but the staples were not formed. Therefore, there was a lot blood loss and he had to spend another 45 minutes stitching the patient up. Surgeon had to use 5 packs of vicryl 3/0 to stitch patient up. Still monitoring patient at the moment to ensure that there are no adverse effects.

Manufacturer narrative:
(B)(4). Washer uncut additional information: stapler fired malformed staples. Didn't formed into b-shaped staples. The analysis results found that the device arrived in good visual condition with only seven partially formed staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Unable to quantify the total blood loss but it was substantial enough to warrant the surgeon to use up 5 packs of vicryl 3/0 w9114. No blood transfusion was required though and patient was discharged the following day but surgeon is still monitoring the situation. Continence is not smooth yet but patient seems alright.